Event description:
Additional information received reported that the patient had been doing under antibiotics, and infection seemed to have vanished. However, when the patient stopped taking antibiotics two weeks prior to the report, the infection returned. It was stated that they had planned on removing the implantable neurostimulator.

Event description:
It was reported that there was erosion at the pocket site. It was stated that the implantable neurostimulator (ins) was moved to a ventral position where the patient had more subcutaneous fat. Additional information requested but had not been received as of the date of this report when follow up has been requested but not received.

Event description:
Additional information received reported that the patient had a superficial infection with the new implant. The system was still implanted, but would be removed if the infection got worse.

Event description:
Additional information received reported that the patient was explanted ¿a few days ago.¿ the patient was to wait at least six weeks before being implanted again.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).